Manufacturer narrative:
The reporter found a loose nozzle and tightened this. Calibration and controls were fine. The field service engineer determined that the reporter did not tighten the nozzle enough and it was loose again. The nozzle was re-tightened. All nozzles were inspected and alignments were verified. All probe alignments were verified. Precision studies were performed and were within specifications. A dilution bath assembly was replaced due to the observation of a chip and ise noise alarms. Additional precision studies were performed and precision was within range. The customer calibrated ise tests and ran controls. Controls were within range. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received questionable results for approximately 100 patient samples tested with ise indirect na, k, ci for gen.2 on a cobas 8000 ise module between 07-aug-2019 and 08-aug-2019. All results had to be corrected. The customer provided data for 4 patient samples. Of these 4 samples, two had discrepant na results. The incorrect results for these samples were reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat results were deemed to be correct. Corrected reports were issued. The first sample initially resulted with an na value of 129 mmol/l, repeating as 137 mmol/l. The second sample initially resulted with an na value of 132 mmol/l, repeating as 143 mmol/l. The na electrode lot number and expiration date were requested, but not provided.